Event description:
The patient reported tmj/pain issues, bite alignment issues, concerns with an overbite, and migraines. The patient submitted three identical medwatch reports: mw5162421, mw5162422, and mw5162423 describing these issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Mw5162421, mw5162422, mw5162423.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.